Manufacturer narrative:
A photograph of the section of mesh that was explanted was provided for review. The photograph reveals a section of a kugel patch with a section of recoil ring protruding out of the recoil ring pocket. There also appears to be a small amount of curling over around the outer edges of the patch. There is no indication in the photograph as to whether the section of the patch that was explanted or the section that remained implanted was the section that had folded over and became adhered to the spermatic cord. Additionally, there is no way to determine what may have caused the edges of the patch to curl over by examining the picture. Per the provided info, the ring was severed during the explant procedure. It is unk from the available medical records what caused the implanted mesh to "fold upon itself and become adherent to the pubic tubercle". The instructions for use for this product lists adhesions as a possible complication. A DHR review has been conducted. All paperwork appeared complete and accurate.

Event description:
Pt reported: pt underwent inguinal hernia repair about two years ago (2009). Pt reported testicular pain during exercise and intercourse. Mesh was partially explanted a few months ago. Surgeon told pt that the patch essentially folded over on itself, adhering to the spermatic cord and becoming surrounded by scar tissue. Only a portion of the patch could be removed. The ring was broken in the process of removing the product. Per provided medical records: (B)(6) 2010: pt underwent right groin exploration and removal of mesh. Mesh was carefully dissected anterior to the mesh and dissection of the edge of the mesh began laterally and superiorly. The vas deferens and testicular artery and vein were identified. They were noted to be densely scarred to the lateral portion of the mesh, which was noted to have folded upon itself several times. The dissection around the mesh was carried out from lateral to medial. The medial most aspect was densely adherent to the pubic tubercle, the pubic ramus at this portion of the mesh is simply amputated leaving a very small portion of rim of the mesh. This resulted in complete fraying of the mesh. Examination of the specimen noted a dense inflammatory reaction and evidence that the mesh had dislodged to its lateral aspect and had curled.